Event description:
Staff on behalf of physician reporting rupture. This relates to the left device. Device status is unknown.

Manufacturer narrative:
Initial reporter: postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.